Event description:
Event description guidant received information that this right ventricular (rv) defibrillation lead was demonstrating a shock lead impedance measurement of >125 ohms via daily measurements and at the last office follow-up appointment. It was reported that the pacing and sensing measurements for this lead are great. The representative indicated that the patient is scheduled for a lead revision procedure. The representative inquired about testing the shocking coils.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that suture marks indicated that the suture sleeve was tied down at 22.8 centimeters from the terminal pin. The lead body was stretched at 30 centimeters to 45 centimeters from the terminal pin. The molded neck was separated from the distal ring 7 centimeters in length. The lead was x-rayed which revealed that the inner coil was fractured. The proximal side located 23.8 centimeters and the distal side located 43 centimeters from the terminal pin. The distances due to stretch and separation in middle and tip region of the lead was likely caused during extraction.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was demonstrating a shock lead impedance measurement of >125 ohms via daily measurements and at the last office follow-up appointment. It was reported that the pacing and sensing measurements for this lead are great. The representative indicated that the patient is scheduled for a lead revision procedure. The representative inquired about testing the shocking coils. A guidant technical services (ts) consultant discussed that this may be due to a loose or not completely tightened setscrew. The ts consultant noted that hv leads could also be tested with a pacing system analyzer.